Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: transvaginal periurethral sling, cystoscopy complications: pelvic discomfort, urethral pain and dysuria, inflammatory changes in the left lateral bladder wall, increased interstitial edema and chronic inflammation, abnormal bladder wall. Underwent cystoscopy with biopsy of the bladder and fulguration and diagnosed with cystitis cystica and glandularis. Chronic suprapubic pain. Underwent cystoscopy. Dysuria has resolved pelvic pressure with questionable sling erosion. Underwent cystoscopy/marshall test and found area of erosion with some calcification consistent with the sling erosion site and minimal inflammatory change. Bladder erosion. Underwent bladder exploration and repair at bladder erosion and cystoscopy.